Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing indicated the alarms activated as expected. Review of the resscan logs identified excessive leak was present at the time of the disconnection alarm and therapy was delivered per settings. The investigation determined there was no fault found with the returned device. The device was performing to specifications. Resmed's risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral 150 device allegedly did not audibly alarm and continued to deliver the set pressure when the patient went into cardiopulmonary arrest. It was reported that the apnea detection time and disconnection alarms were set and did not activate at the time of the event. The patient subsequently expired.

Event description:
It was reported to resmed that an astral 150 device allegedly did not audibly alarm and continued to deliver the set pressure when the patient went into cardiopulmonary arrest. It was reported that the apnea detection time and disconnection alarms were set and did not activate at the time of the event. The patient subsequently expired.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. If further information becomes available, a supplemental report will be submitted. Resmed reference#: (B)(4).